Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "iabp powered off when unplugged". As a result, the pump was exchanged for another. No report of patient harm or injury.